Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure and the image was flashing. It is likely that the cause of the cable failure occurred due to flood inside caused by poor watertightness. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: image flickered on/off when the cable was moved, the scope image had a large defective pixel caused by a fault within the charged coupled device (ccd), the scope coupler was worn, and water leakage test failed due to leaking cable. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head image did not appear on the screen. The issue was found during maintenance. There were no reports of patient harm.